Manufacturer narrative:
Additional information received: the device and detached component were removed from the patient within the sheath successfully. No intervention reported. A new spiderfx was used to complete the procedure with no issues noted. The vessel being treated is the pop artery. Successful completion of the operation after replacement medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation visual inspection: the spider fx was removed from the packaging and inspected. The capture wire was loaded inside the green delivery catheter. The distal end of the filter assembly was approximately 2cm from the tip. The distal tip of the green delivery catheter was inspected and verified the marker band was present. The clear segment of the delivery catheter showed a series of bends/crimps, ranging from approximately 23 to 27cm from the distal tip of the delivery catheter. The capture wire was advanced in order to inspect the filter assembly. The coiled tip was present, but it was discovered the tip wire and coiled portion were curved at an approximate 90 degree angle. The coiled tip showed multiple bends under microscope but no fractures were identified. The filter showed the distal and proximal marker bands of the filter. It was verified the tantalum sleeves of the ro horseshoe were present. Functional testing: the capture wire was retraced and pulled the filter assembly to the clear segment with no resistance. The capture wire was then advanced and the filter was able to be visible outside the distal rim of the delivery catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using a spiderfx embolic protection device during the treatment of a plaque slightly calcified, slightly tortuous, 80% stenotic lesion in the right proximal superficial femoral artery(sfa)/popliteal artery/posterior tibial artery/anterior tibial artery. The vessel diameter and lesion length were noted at 5mm and 30mm, respectively. The lesion was not pre-dilated. The device was prepped as per IFU. There was resistance felt during advancement of the device. It was reported that the marker band of the device embolized within the sheath. A new spiderfx was used to complete the procedure. There was no patient injury reported.